Event description:
One day after the implantation, it was reported that it was not possible to interrogate the device.

Manufacturer narrative:
The device was received and analyzed. Prior to the device analysis, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device with the current programmer software was properly feasible. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional and an interrogation with the current programmer software was properly feasible. There was no indication of a device malfunction.